Event description:
It was reported that the patient received two inappropriate shocks due to oversensing via a wide intrinsic morphology. Technical services advised some programming options. Later, the patient had an inappropriate shock due to a fast sinus rate. Technical services discussed the fast narrow complex with the caller. The caller may review additional data from the device and discuss it with the physician. The system remains implanted. There were no additional adverse patient effects.